Event description:
It was reported that this device was explanted as it started beeping, fc1003 was declared indicative to voltage too low for remaining capacity. Device was successfully replaced. Device returned and analyzed. No additional adverse patient effects were reported. Dc.

Manufacturer narrative:
The returned pulse generator was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted as it started beeping, fc1003 was declared indicative to voltage too low for remaining capacity. Device was successfully replaced. No additional adverse patient effects were reported.